Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump. A correlation between the evaluation findings of the returned device and the reported elevated ldh and suspected device thrombosis could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 17 inches from the pump housing. The remainder of the driveline, the sealed inflow conduit (inlet tube, flex section and inlet elbow), the outflow graft bend relief, and the bend relief collar were not returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 the patient had an elevated lactate dehydrogenase (ldh) of 900 u/l, a plasma free hemoglobin of 30 mg/dl, and haptoglobin of less than 8 mg/dl. A ramp echocardiogram revealed that the left ventricle was not unloading as expected. The patient¿s baseline ldh was within the 400s u/l. The patient was medically treated with a heparin infusion. It was reported that on (B)(6) 2017 the patient underwent a pump exchange for suspected device thrombosis.